Manufacturer narrative:
(B)(4). The date of death: the patient death occurred in 2019, however, the month and date of the death were not reported. Date of event: the event occurred in 2019, however, the month and date of the event were not reported. The device lot number is not available / not reported. The expiration date of the device is not known. Initial reporter information such as the name, phone and email address are not available / unknown. The device manufacture date is not known as the device lot number is not available / not reported. Arterial dissection is a known possible adverse event that may complicate an endovascular procedure and is listed in the instructions for use as a possible complication. The root cause of the dissection could not be conclusively determined based on the minimal information available and without procedural films to review; however, clinical and procedural factors including vessel characteristics, tortuosity, device selection, and manipulation of devices within the artery are all factors that may have contributed to the reported event. There was no report of a device malfunction associated with the event. It was reported that the dissection occurred while the embotrap was being withdrawn from the patient, but it is not clear if the user encountered any resistance during withdrawal. The instructions for use (IFU) warns the user to not withdraw the embotrap device against significant resistance, and to assess the cause of the resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Since the dissection resulted in death of the patient, and the relationship of the device to the reported event cannot be excluded, it meets MDR reporting criteria. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the thrombectomy procedure, the patient experienced a carotid artery dissection during the withdrawal of the 5 x 33 embotrap ii revascularization device (et009533 / lot# unk). It was reported that the patient consequently expired due to the dissection. No other details were provided. Additional information request has been made.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on (B)(6) 2019. [Conclusion]: the healthcare professional reported that during the thrombectomy procedure, the patient experienced a carotid artery dissection during the withdrawal of the 5 x 33 embotrap ii revascularization device (et009533 / lot# unk). It was reported that the patient consequently expired due to the dissection. On (B)(6) 2019, additional information was received. The patient was an 87-year-old female with a history of atrial fibrillation was admitted to the hospital on an unknown date for gastrointestinal (gi) bleed. During the hospital stay, the patient¿s coumadin and plavix were discontinued due to the gi bleed. The patient was discharged on (B)(6) 2019. Within a 5-10 minutes duration in the car ride from the hospital, the patient developed sudden onset left-sided weakness and dysphagia. The patient was re-admitted to the hospital with an nihss of 17-19. Computed tomography angiography (cta) was performed within 30 minutes of onset revealed an intradural carotid occlusion to the m1 with an alberta stroke program early CT score (aspects) of 10. Computed tomography perfusion (ctp) demonstrated a large area of hypoperfusion with increased cerebral blood volume (cbv) (i.e. Large penumbra). The presumed etiology of the clot was cardioembolic due to rapid atrial fibrillation and the discontinuation of anticoagulation. Intravenous tissue plasminogen (tpa) was not administered due to patient medical history. The patient subsequently underwent a mechanical thrombectomy procedure using a 6mm x 40 mm solitaire¿ revascularization device (medtronic) and a 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unk) on 02 april 2019. The clot was crossed without any reported difficulty. A distal run was made with the marksman¿ microcatheter (medtronic) to confirm in dominant branch. The first pass was made with the 6mm x 40 mm solitaire device. The solitaire was placed in the distal internal carotid artery (ica) to m1 bifurcation. Aspiration was performed by the technician via an 8f cello¿ balloon-guided catheter (fuji systems) with a 60-cc syringe. A small amount of clot was retrieved via the solitaire device but the thrombolysis in cerebral infarction (tici) score remained at 0. The second pass was made with the 6mm x 40 mm solitaire device in the same position showed no improvement. The third pass was made with the 6mm x 40 mm solitaire device in the same position resulted in ¿full retrieval.¿ aspiration was performed by the technician via an ace68 (penumbra) intermediate catheter (ic) with a 60-cc syringe. The solitaire device was fully retracted into the ic with no resistance felt. Microcatheter run showed access into dominant artery and ic run showed ¿clean ica.¿ note that each pass was performed after a microcatheter injection as control. None of the control indicated evidence of vasospasm. The fourth pass was made with the 5mm x 33mm embotrap ii. It was reported that the device was deployed optimally (no push and fluff), fully re-sheathed with proximal marker to proximal face of clot. The embotrap ii was fully retracted into the ic with no resistance felt. It was also reported that the ic did not jump or move forward (i.e. Position stable). No significant clot was removed. Within seconds of retrieval, the physician noted an abrupt change in the patient¿s clinical condition (increased heart rate and blood pressure). Contrast run was immediately performed through the ace68 ic. There was massive contrast extravasation in the intradural segment of the ica, which according to the reporting physician, was where the embotrap ii device was placed. The patient subsequently expired on the operating table. The physician further stated that he has been practicing as an interventionalist for 4.5 years, and performed ¿something around 500 pulls, all with solitaire and trevo¿ and this is the first time this has happened to him. There was no report of device misuse, and the physician wondered if design differences between the embotrap ii and the other devices that he is familiar with (i.e. Solitaire, trevo) contributed to his experience. The embotrap ii device is not available to be returned for analysis. Images were returned for analysis and independent physician review was performed on (B)(6) 2019. ¿attached are a series of still images from a stroke procedure. The embotrap device was used as a 4th pass device in a case of distal carotid/ica occlusion. The prior devices used per the physician were solitaire devices. There appears to be a dissection or plaque or thrombus at the tip of the aspiration catheter that is located in the ica. There are no images regarding the embotrap in the arteries or how it was delivered and deployed. This is an unfortunate outcome but there is no way to actually determine a causal relationship. The carotid artery was occluded and perforation which appears to be at or distal to the site of occlusion could have occurred at any time and was not clinically seen because of the thrombus occluding the vessel. Vessel injuries and perforations have been seen in rare cases with all stent-retrievers and this is a known risk of the procedure.¿ raymond turner md, faans. Arterial dissection is a known possible adverse event that may complicate an endovascular procedure and is listed in the instructions for use as such. The root cause of the dissection could not be conclusively determined based on the information available and images of the event; however, clinical and procedural factors including vessel characteristics, tortuosity, and manipulation of devices within the artery are all factors that may have contributed to the reported event. Multiple devices were utilized in the procedure and there was no report of an embotrap malfunction/performance issue such as resistance upon withdrawal associated with the event. Since the dissection resulted in death of the patient, and the relationship of the device to the reported event cannot be excluded, it meets MDR reporting criteria. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis there was no report of a device malfunction or performance issue such as resistance upon withdrawal associated with the event. As such, the investigation will be closed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The additional event information was added to the following sections: the patient age at the time of the event was added. The patient gender was added. Date of death was added. Date of event was added. Medical history/preexisting condition was added. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.